Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. H6 component codes was added. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Anemia : the cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient undergoing high-risk pci with impella 5.5 support experienced an acute overnight decrease in hemoglobin. This prompted transfusion and a full gastrointestinal evaluation. The suspected gi bleed remained clinically stable, and diagnostic studies including capsule endoscopy and colonoscopy were performed without identifying any contraindication to continuation of cardiac care. Medical therapy, including anticoagulation, was temporarily adjusted while the gi workup was underway. Throughout the hospitalization, the impella 5.5 functioned as expected with no alarms, complications, or evidence of device malfunction or use issue. Staged pci procedures to the rca, lcx, and lad were successfully completed with stable hemodynamic support. The clinical events observed were attributed to underlying patient condition and medical management rather than to the device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.